Event description:
The patient experienced loss of vision in the right eye immediately following intervention due to probable retinal embolus. Heparin was given to the paitnet; however, the loss of vision persisted upon discharge. The outcome was a persistent disability of blindness in the right eye.